Event description:
It was reported that a system separation occurred with a venous line to ash split catheter resulting in a 400cc blood loss and possible air embolism. The event occurred 15-20 minutes into treatment. The baxter 550 did not alarm. The event was noted after pt indicated that they were wet and blood was seen on the blue pad and on the floor under the chair. The pt complained of chest pain and anxiety. The pt was placed in trendelenberg position and oxygen was applied. Lines were clamped. About 4cc of air and 6cc of blood were aspirated from the venous catheter. The pt was transported to the ER via ambulance. An echocardiogram was performed and no air was found present in the heart at the time. The pt was kept in the hosp overnight for observation. The pt was noted to be a brain injured pt with no impulse control. Pt was moving around in the chair while trying to eat a cheeseburger. Unsure if sample is available. Questionnaire faxed on 6-7-00. 6/9/00 qs left telephone message for complainant. 6/15/00 questionnaire not rec'd by customer, re-faxed.